Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, cystocele, rectocele and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of a hysterectomy/bso and sacrocolpopexy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, recurrence and bleeding. It was reported that patient underwent posterior repair for symptomatic rectocele on (B)(6) 2010. It was reported that patient underwent perineoplasty on (B)(6) 2010. It was reported that patient underwent resection of mesh due to exposure on (B)(6) 2011. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on(B)(6) 2010 and straight-in and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.